Manufacturer narrative:
The complaint device has been returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation, a supplemental report will be submitted with the findings. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a silent nite appliance broke. Reportedly the appliance fractured on the upper left where the blue hinges attach. The patient received the device and began use on (B)(6) 2025, and reportedly the device broke on (B)(6) 2025. The patient has no preexisting medical issues. The patient's oral hygiene excellent, and no injury was reported.

Manufacturer narrative:
Corrected data in fields: d4 and g4. The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned. The returned device was visually inspected, and clasp was observed to be broken along with the anchor. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the blue clasp appears broken off along with the anchor. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: the root cause could not be determined. A potential root cause for the tray fracturing could be due to the fracture not being noticed prior to the device being used and this could have made the fracture more apparent once the device was in use. The manufacturer's internal reference number is: (B)(4).